Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and pain at the site of the implantable pulse generator (ipg). X-ray imaging was performed and confirmed the ipg was in an unnatural position and had rotated in the pocket. The physician noted that the patient was known to have twiddlers symptom where she would flip the ipg in the pocket and this was the most likely cause for the device migration, discomfort and pain. The patient underwent a revision procedure where the ipg and lead extension were explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned per hospital policy.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device nhl, pjs. Block b3: date of event - approximately a week prior to patients appointment on (B)(6) 2025. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db312895b0, model: db-3128-95b, serial: (B)(6), batch: 5000214, UDI: (B)(4).